Manufacturer narrative:
Eval: brake cam.

Event description:
It was reported by service report that the siderail was broken and the brakes will not hold in place. No pt involvement or adverse consequences are reported.